Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, the exact value was not provided. The customer stated that they had delivered a larger than needed bolus for cookies that had been eaten. The customer addressed the low bg level by eating more cookies.